Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. Had customer to rest the device for several minutes, and the blank screen remained. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a moisture damage on the electronic assembly.